Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Approx 2 weeks after PICC insertion leakage observed at exit site when infusing treatment. PICC removed and hole observed in PICC above insertion length (hole inside pt vein).